Event description:
Same case as MDR ID# 2134265-2014-04199. (B)(4). It was reported that vessel jailing occurred. In (B)(6) 2010, the subject presented with shortness of breath with intermittent chest pain and was diagnosed with stable angina. The subject underwent stress testing with myocardial perfusion imaging which revealed lateral wall ischemia. Cardiac catheterization was recommended. Seventeen days after the onset of symptoms angiography was performed and three days post angiography, index procedure was done. Target lesion #1 was a de novo lesion, located in the proximal left circumflex artery (lcx) with 80% stenosis and was 6 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation followed by placement of a 3.00 x 16 mm taxus® liberté® stent. Following post dilatation, residual restenosis was 0%. Target lesion #2 was a de novo lesion, located in the mid left anterior descending artery (lad) with 75% stenosis and was 18 mm long with a reference vessel diameter of 2.7 mm. Target lesion #2 was treated with pre-dilatation followed by placement of a 2.75 x 28 mm taxus® liberté® stent. Following post dilatation, residual restenosis was 0%.one day post procedure, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with intermittent chest pain for the past 48 hrs. Associated with nausea. Electrocardiogram (ECG) revealed t wave abnormality with prolonged qt and abnormal ECG. Cardiac enzymes were found to be elevated. The subject was diagnosed with st elevation myocardial infarction and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of the event, the subject was on aspirin. The study drug per protocol and other anti-platelet medication were last taken on (B)(6) 2011. Coronary angiography was performed and revealed patent mid lad study stent with hazy eccentric thrombotic appearing proximal lesion and 40-50% stenosis at the ostium of the second diagonal branch originating from the mid lad. The 95% stenosis in proximal lad extending up to mid lad was treated with thrombectomy and balloon angioplasty. Following pre-dilatation using a 2.50 x 30 mm emerge balloon catheter, the subject complained of chest pain which was relieved with nitroglycerine. Following this, the subject was treated with placement of a 2.75 x 32 mm promus element stent and 3.0 x 16 mm promus element stent in an overlapping fashion. Following post dilation, residual stenosis was 0%. The 2.75 x 32 mm promus element stent was overlapped with the mid lad study stent. The 50% ostial stenosis of the second diagonal due to jailing was treated with balloon angioplasty. The event was considered to be resolved without residual effects. In (B)(6) 2014, the subject was discharged with aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication result confirmed that stent thrombosis occurred and was related to the study device.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that initially in (B)(6) 2013, the patient presented to an outside facility and was treated with nitroglycerine (ngt) drip, morphine and aspirin for possible myocardial infarction (mi). The patient was then transferred to the enrolling site for further evaluation and intervention. The electrocardiogram (ECG) abnormalities were consistent with anterolateral ischemia. In addition the 2nd diagonal branch was treated with balloon angioplasty using a 2.5 x 15 mm emerge balloon with 0% residual stenosis.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).